Event description:
User reports ongoing problems with high pt calcium results. Only one pt sample was affected. Initial result gave 10.8; repeat gave 9.1 mg per dl. The same sample was repeated an additional five times giving 9.4, 10.9 twice, 10.7 and 9.9 mg per dl. The initial result was not reported. The repeat result of 9.1 mg per dl was reported.

Manufacturer narrative:
The field service rep determined the cause to be a problem with the probes and replaced probes. Additionally noted, he checked all application settings and verified all settings were current. A check tests and precision study was run to verify analyzer performance.